Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition post procedure.

Manufacturer narrative:
(E1) initial reporter first name updated.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition post procedure.